Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Unused, sterile representative samples were successfully tested and no malfunction was noted.

Event description:
Subsequent to the initial report filed, additional reported information indicates that a cuff miss occurred with the proglide device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified artery was attempted using a proglide device and an unknown failure occurred. An unspecified method was used to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. No additional information was proivded.